Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The device was tested and failed the pressure and programming tests. An occlusion was noted. When the device was irrigated the device flowed as expected. The root cause for the problem reported by the customer appears to have been caused from biological debris seen throughout the device. A review of the device history records confirmed that this device conformed to the required specs prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the ventricles of the pt's brain became enlarged. Also, an occlusion of the valve was confirmed by shuntography. The doctor changed the pressure, however since the pt's condition did not improve the device was revised.